Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer h6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Update 11-mar-2024 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2010, right hip arthroplasty to address avascular necrosis of the right hip includes a depuy products. The femoral head was ceramic and liner was metal. Surgery was completed successfully. (B)(6) 2017 lab values were: cobalt blood 12.0 mcg/l. (B)(6) 2019, medical records note the patient¿s cobalt chromium levels were both elevated, with no quantities provided. The patient had a mars MRI that shows fluid collection around her right hip consistent with metallosis. (B)(6) 2019 the patient had a revision right total hip arthroplasty (acetabular component) to address metallosis with metal on metal articulation. The acetabular cup was note to be well fixed, but was revised. Competitor component implanted during this procedure.